Manufacturer narrative:
(B)(4). The supplier informs us that the reason for the observed deviation in the heparin supply is an inaccurate installation of the syringe plunger into the syringe pump holder. During the priming phase the blood pump flow ran in the opposite direction, means from the haemofilter to the patient access connection. During this operation sequence (filling of the extracorporeal circuit), the heparin syringe is located upstream of the blood pump and the blood pump can be suck heparin solution from the syringe if the syringe plunger is not fixed in the syringe pump piston holder. This may lead to a delivery of the heparin into the waste bag. A review of the device history records have shown no indicators related to the event because, the device was manufactured in 2004.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted. This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
This is a case that was reported a baxter technical services supervisor . The customer reported that during the first 5 minutes of the patient being connected to the aquarius machine, a nurse noticed that the blood tubing set in blood pump was misshaped (flat) and the heparin syringe had infused more than expected. The patient was disconnected and the aquarius device was put into recirculation mode. The nurse then closed the heparin line and removed the syringe, and noted 15 ml had infused, while the screen recorded only 1 ml had been infused. A blood sample was taken from the patient which confirmed an increased level of heparin, but did not cause injury to the patient.